Manufacturer narrative:
(B)(4). The device has returned and the evaluation is ongoing. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the threaded tip of the inserter fractured during insertion of the acetabular cup. There was no harm to the patient an no significant delay in the procedure as a result of the event. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information complaint sample was evaluated and the reported event was confirmed. The hex bolt is fractured and missing. The device shows wear & tear. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required the root cause is due to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.